Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/embedded in one of the tubes') in an adult female patient who had essure (batch no. 624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, leiomyoma nos and pelvic pain. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (""it was expelled out of my fallopian tubes into my uterus / expelled into my uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (supracervical laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, genital haemorrhage, abdominal pain lower and alopecia outcome was unknown and the device expulsion had not resolved. The reporter considered abdominal pain lower, alopecia, device expulsion, embedded device and genital haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2020: salpingectomy: morcellated uterus, 120 gm. Inactive endometrium, adenomyosis. Leiomyoma¿s. Unremarkable fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-aug-2021: mr received-event device migration updated to embedded device. New reporter, lab data, medical history,removal details were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. 624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (""it was expelled out of my fallopian tubes into my uterus / expelled into my uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and alopecia outcome was unknown and the device expulsion had not resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, device expulsion and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (batch no. 624002) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (""it was expelled out of my fallopian tubes into my uterus / expelled into my uterus"), genital haemorrhage ("heavy bleeding"), abdominal pain lower ("cramping") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and alopecia outcome was unknown and the device expulsion had not resolved. The reporter considered abdominal pain lower, alopecia, device dislocation, device expulsion and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received. Reporters information added. Events: cramping, migration, heavy bleeding, hair loss were added. Model number was updated to ess305. Removal details were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.